Event description:
Report received of unrequested blous dose deliveries. The pump was programmed in 2003 at an unspecified time in the recovery room, to deliver morphine 1mg/ml in the pca only mode with a pca dose of 1mg, a patient lockout of 6 minutes, and a 4-hour limit of 30mg. It was documented in the medical record over the next two days, that the patient received an occasional pca dose of morphine. 2 days later, the patient reported to the nurse that they had told several nurses over the last 2 days that they "had never pressed the patient pendant button and that there must be a ghost in the room that had pressed the button". When the nurse was in the room checking the patient's IV site, the patient pendant cable was clipped to itself and draped over the pca pump. The nurse reportedly witnessed the pump deliver a dose when the patient pendant was not pressed. The patient did not experience any adverse effects and no medical intervention was required. Though requested, no additional information was available.